Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500; model: sc-2218-50 ; serial: (B)(4); batch: 7086379; product family: scs-linear leads: upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7086687.

Event description:
It was reported that the spinal cord stimulation (scs) patient received relief for months following the implant procedure. The patient later developed worsening left hip pain predominately caused by previous non-device related hip surgeries. In addition, the efficacy of the stimulation was lost in the target groin pain areas over time. The physician believed the hip pain was unrelated to the device. The stimulation was reprogrammed numerous times in attempts to improve coverage, but the issue remained so the patient underwent an explant procedure. The explanted devices were disposed by the medical facility.